Event description:
It was reported that a tracheostomy has been performed on a 3-year-old , it was a month ago and today he vomited out the tube, because it broke. The part inside trachea caused a gag reflex, the child had vomited it out. No further adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: two (2) pictures were attached, during the analysis conducted it could be observed a top view of a tracheostomy product which tube is detach from the flange, a light mark of the inner cavity of the flange it can be note in the tube, however looks like that there is not mark of weld; thus the failure mode reported is confirmed. Based on the analysis conducted in the sample provided and the failure mode reproduced, according with the pfmea the occurrence for this failure condition is caused by: mandril or bushing of specification, conditions pertaining to the manufacturing process. Action taken: in order to address the cause that are within shm?s responsibility the following action were taken: 1)to add presence sensor on weld machine fw-4-3-002 to detect locking ring presence in order assurance subassembly of flange and tube is proper placed on 31-aug-2021. 2)to add security coil on weld machine fw-4-3-002 to assurance that machine guard can not be open while cycle time operation is incomplete on 31-aug-2021

Manufacturer narrative:
Other, other text: additional information patient demographics were provided. The patient was using tracheal tubes for 3 weeks due to mandibular surgery, onkylosis. The device was secured with the attached ribbon. There was a spare tubes from another company. The child is able to temporary live with an open stoma by breathing through the nose.